Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an exploratory laparotomy, while it was applied at the ileus tissue, the anastomotic staple lines were open. They had to resect and re-staple using a plaster to fix the staple line. The patient had another re-intervention, but this time, they did not use a plaster and instead underwent an ileostomy. The patient was hospitalized for almost a week and the patient had incurred a temporary injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.